Manufacturer narrative:
Reference: (B)(4). Investigation: x-initiated manufacturer's investigation. X-review DHR. X-inspect returned samples. Analysis and findings: the returned mystic ii, bell cup was visually and functionally verified as being acceptable. The vad was decontaminated, visually inspected for visual damage or sings of misuse, no indications of either was noted. It was then functionally tested, it pulled vacuum and held for several minutes before being released. The foreign material (purple shard) mentioned in the complaint correspondence was not returned. A review of the product complaint two-year history was reviewed, no trends were noted. The manufacturing product assembly line was verified, no alterations were made, and all equipment was in a calibrated and acceptable functional manner, employees were trained and following released work instructions. It should be noted that the mystic ii, bell cup and other vad devices are 100% visually and functionally verified before being considered acceptable. Each work order is also aql sampled on a c = 0 sample plan post sterilization by qa inspectors. A review of the lot / work order was performed, and no abnormalities were found. Correction and/or corrective action: no further action is needed, corrective action is not applicable at this time as the returned product was verified to be compliant and in a functional acceptable manner. This complaint will be monitored for trending. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"Per report doctor performed an unsuccessful vacuum delivery. " reference (B)(4). "Phone call ": "regarding the investigation of the mystic ii vacuum extractor. Due to the adverse event (death) in the case the customer wants to return the product". "For evaluation due to a complication that the product was involved in , in a patient case." The details are as follows: "the doctor performed a vacuum delivery and that was unsuccessful. The doctor changed to cesarian delivery where there was an adverse event (death) they noticed a shard of plastic in the operative field. They are investigating- they have sent the plastic to their pathology lab. The color of the shard of plastic matches the color of the mystic ii vacuum extractor. They do not have the plastic cap to send back as it was discarded and realize that it would have been an important part to have for us to evaluate the product."

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. Reference (B)(4).

Event description:
"Per report doctor performed an unsuccessful vacuum delivery. " reference (B)(4). "Phone call: regarding the investigation of the mystic ii vacuum extractor. Due to the adverse event (death) in the case the customer wants to return the product." "For evaluation due to a complication that the product was involved in , in a patient case." The details are as follows: "the doctor performed a vacuum delivery and that was unsuccessful.. The doctor changed to cesarian delivery where there was an adverse event (death). They noticed a shard of plastic in the operative field. They are investigating- they have sent the plastic to their pathology lab. The color of the shard of plastic matches the color of the mystic ii vacuum extractor. They do not have the plastic cap to send back as it was discarded and realize that it would have been an important part to have for us to evaluate the product."